Manufacturer narrative:
Based on new information received, the unit alarmed, and the respiratory technician (rt) was able to remove the unit without further incident. The customer reported that the ventilator issue was due to an operator error. Multiple attempts were made to retrieve the information on how it was determined that the issue was an operator error from the customer. No further response was received. Confirmation or duplication of the reported problem is unknown. If additional information is later obtained, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Report date: 28aug2021.

Event description:
The customer reported that a ventilator experienced a low flow error during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a remote field service engineer (rse). The rse reported that the customer was advised of the field safety notice ((B)(4)) and causes of alarm. Emailed (B)(4) letter with understanding hft video link and user manual addendum. Also included rev n service manual for testing unit. No other concerns were reported by the customer. If new information becomes available at a later date, a follow-up report will be submitted.